Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
Ipg eol: on (B)(6) 2025, rep (B)(6) emailed nmd complaints to report patient's ipg reached eol approximately one month ago. Dr. (B)(6) will be replacing his nonfunctional ipg on (B)(6) 2025. Updates to follow. Dr. (B)(6). Ps date: (B)(6) 2025. Ppg complaint history review: (B)(6) 2025, (B)(6): complaint history search for the last 4 years found prior report(s) on this patient: none it was reported patient's ipg reached end of life. It was unknown if this occurred prematurely. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.